Manufacturer narrative:
Submit date: 3-8-2016. The sample was received for evaluation. The sample was inflated and deflated to test the functionality of the retaining device, balloon. The sample was able to be inflated normally; however, could not be deflated completely. Partial deflation could be observed once the sample deflated. The reported condition was confirmed. The device history record for the lot number was reviewed and it was found that the batch was released meeting all the acceptance criteria. The sample was closely examined under a microscope and residue was found inside the balloon which caused a blockage creating the non-deflation issue. The cause of the residue was identified to be due to a blunt clipper. The corrective action taken for this root cause is to frequently change the clipper and sharpen clipping bits. With this implementation of the frequent sharpening and change of the clipper, the reported issue will be reduced or eliminated from occurring. Training was conducted with the operators to ensure awareness of the issue. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer reports that incomplete deflation of the device occurred. Another sedation was necessary to remove the tube. Xylocaine was applied and the catheter was pulled out with force. No additional medical intervention was required and it is unknown if the balloon burst or deflated. The device had been in place for 5 days and 15cc's of fluid was used to inflate the balloon.